Manufacturer narrative:
Concomitant medical device: 4968-35 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient was syncopal on at least two occasions due to non-capture, with high thresholds noted. The rv (right ventricular) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.